Manufacturer narrative:
Additional information received on 12 october 2016 and includes: there is not a separate insert. The tibia was damaged upon extraction. On 28 october 2016 the medical affairs director performed a clinical evaluation and commented as follows: painful tka revised at 1 year. The reason for pain is not determined. From the x-ray supplied, the rotation of the femoral component appears unusual, but this may be due to a limb rotation at the time of picture taking: the tibia being all polyethylene, no indication can be drawn on tibial rotation, because the preoperative images are not available and the patient could have rotation deformity. No reason to suspect a faulty implant caused the revision. Batch reviews performed on 08 november 2016. (B)(4). On 10 november 2016 the r&d project manager performed a preliminary investigation based on the pictures provided by the reporter and commented as follows: explanted full pe ps tibial component: the elastic anterior lip of the insert is broken. This was most likely broken during the explantation of the insert. No signs of wear can be identify on the articular surfaces of the tibia component. It is not possible to determine the relative position of the femur. Explanted femoral component: no anomalies can be identified. Conclusion: no elements to suspect that the revision surgery was caused by a faulty implant can be identified.

Event description:
The patient came in complaining of pain. The cause of pain is unknown at this time. The surgeon revised the femur and tibial component. The surgery was completed successfully.